Event description:
The lay user / patient contacted lfs alleging a 366 mg/dl and a 156 mg/dl within 20 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the result is greater than 20% or 20 mg/dl.

Manufacturer narrative:
Product was replaced and requested back for investigation. Once product is returned, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.